Event description:
The patient reportedly did not receive benefit from the cochlear implant. Due to lack of patient progress, the decision was made ot explant the patient's device surgery to explant the patient's c1 is to be scheduled.